Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the quick release and it was noticed when the patient woke up. The site location was left side of the patient's abdomen and the pump was clipped to the shirt collar. The infusion was being used for one day and they were stored were stored in a box, they come in a kitchen cabinet. Further, the patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.